Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The customer did not know the blood glucose reading at the time of admission. The customer was wearing the insulin pump at the time of the event and was still in the hospital at the time of the report. The customer felt there had been a delivery anomaly and had a high blood glucose of 430 mg/dl. She felt heavy and had a dry mouth. She was treated with the insulin pump and manual injection. The insulin pump had not been exposed to a strong magnetic field and passed the displacement test. The customer was sent tubing clamps and advised to call back to perform the high pressure test. The insulin pump was not replaced or returned.